Event description:
As reported, it was a case of a 29mm sapien 3 valve, on aortic position by transfemoral approach. During fine alignment, it was noted that the fine adjustment wheel was not working. Due to the friction with the adjustment wheel, the catheter tip got bent. It was decided to remove the whole system. Delivery system together with the sheath was withdrawn, however valve got stuck in the iliac artery. Since valve got stuck and the system could not be withdrawn a surgical cut down was performed to remove the system. The patient is completely recovered. As per medical opinion, the balloon could not be loaded underneath the valve due to unclear technical issue.

Manufacturer narrative:
The investigation is ongoing. The device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: during fine adjust, the valve appeared to dive into the flex tip. Tension appeared in the system as the flex shaft compressed against the valve. As such, the complaint valve alignment was confirmed. The delivery system and valve appears outside the sheath. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint valve alignment was confirmed by the provided imagery. However, the complaint for withdrawal difficulty was unable to be confirmed as the applicable imagery was not returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of the device history records, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of IFU/training materials revealed no deficiencies. Valve alignment the complaint description states, ''during procedure, the valve alignment was done at the straight section of the thoracic aorta. Gross alignment, step by pulling balloon catheter till white maker, was successful, but it was noticed that the fine alignment with the fine adjustment wheel was not working at all. Due to the friction with the adjustment wheel, the delivery system tip got bend when trying to load the balloon and the whole system had to removed by a vascular surgeon.'' The status of the patient anatomy was not reported. However, it is possible that the patient had tortuous anatomy, and that valve alignment was performed in this environment. It is advised, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.'' The provided imagery revealed evidence of valve diving and the delivery system compression if valve alignment was performed in a non-straight of vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip, as reported. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Additionally, it is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, an altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported, which is indicative of high tension in the system and can consequentially lead to the reported valve alignment difficulties. A definitive root cause is unable to be determined at this time. However, available information suggests that patient factors (tortuosity) and/or procedural factors (high valve alignment forces, altered balloon profile, residual fluid) may have contributed to the complaint event. Withdrawal difficulty as reported, ''the valve could not be drawn into the sheath. Delivery system together with the sheath was withdrawn, however valve got stuck in der iliac artery.'' As no patient or procedural imagery was provided, a definite root cause was unable to be determined at this time. However, the presence of residual fluids to non-coaxial withdrawal due to the present tortuosity may have led to the withdrawal difficulties noted without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal, altered balloon profile, residual fluid) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.